Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Corrected data: a1 - patient identifier d2a, common device name: full name - simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings d2b - procode investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m966955 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j lot 000m966955 and test base part number 192-430/ lot 000m966955. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m966955 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to the specific patient sample.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay for multiple patients. This report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay on (B)(6) 2025 with a nasopharyngeal sample. Confirmation pcr testing (auto amp) was performed with an unknown sample type, on an unknown date, and generated a negative result. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay for multiple patients. This report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay on 22sep2025 with a nasopharyngeal sample. Confirmation pcr testing (auto amp) was performed with an unknown sample type, on an unknown date, and generated a negative result. The customer confirmed there was no patient harm due to the test results.